Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, whole tip of the instrument became dislodged from the shaft and caused instrument to become wedged inside the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information that the instrument was inspected prior to use, the surgeon was performing thoracic robotic lobectomy when the when the issue occurred, a replacement instrument was used to complete the procedure.

Manufacturer narrative:
Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have a broken main tube approximately 0.0755 from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
Refer to h10/h11 for follow-up information.